Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient underwent a cardioversion procedure for atrial fibrillation treatment. During which time they were externally shocked. After the cardioversion there was 2.5 seconds of asystole. There was no patient harm as the patient was sedated for this procedure. To date, there have been no additional adverse patient effects reported.